Manufacturer narrative:
Follow-up #1 date of submission 12/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated evidence of excessive battery usage with drastic voltage drops that led to replace battery alarms. Current draws measured above specifications; the short battery life complaint was duplicated. The pump case was removed and two suspect components on the printed circuit board were overheated. Current draws returned within specifications after the components were removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).